Event description:
The lead was removed due to an unrelated medical condition and has tested out of specifications. No complaints or allegations have been made against the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), all insulation had cosmetic metal induced oxidation and the outer insulation had cosmetic environmental stress cracking. Visual analysis was performed only.